Event description:
In 10/2002, the pt complainted the vision becoming hazy. At that time, the dr noticed that the lens presented typical characteristics of opacification. In 2002 the lens was explanted and replaced.